Manufacturer narrative:
Beckman coulter field service engineer (fse) supervisor documented the injury. It was determined that the fse's injury was attributed to prolonged sitting on the floor while rebuilding the instrument's pump. Due to lack of space to stand, the fse used a foam pad and sat on the floor, and the fse used a stool to sit while rebuilding a vacuum pump. The back injury occurred when the fse stood back up. It was recommended that there be frequent breaks in similar situations and the supervisor shall be contacted if the fse feels strain in his back, to either reschedule or get assistance for the task. No details were provided regarding treatment. The fse is on a leave of absence with a tentative return date of 14-february-2025. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case: b)(4).

Event description:
A beckman coulter field service engineer (fse) reported experiencing progressive lower back pain that radiates down to the legs from extended period of crouching, kneeling, and sitting on the floor while rebuilding a vacuum pump at a customer site on (B)(6) 2025. The fse was treated via nurse line. The treatment is unknown. The fse has been on leave since date of the incident.